Event description:
Boston scientific received information that during the implant procedure while the pocket was being closed; oversensing and pacing inhibition was noted on the right ventricular channel. The stitching was reopened to vent the set screw and allow air bubbles to escape. The following day, post operative interrogation revealed four episodes were recorded resulting anti-tachycardia pacing (atp) delivery. No shocks were delivered. The device was programmed in monitor only setting while the air bubbles settled and the patient remained in a monitored setting. No asystole greater than two seconds was observed as a result of the air bubbles. No adverse patient effects were reported. Additionally, the following day, interrogation did not reveal any further issues. No dft's were performed and the patient will be discharged.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.